Event description:
It was reported that during the implant of a transcatheter aortic valve in a patient with severely calcified leaflets, an infold occurred during deployment. Subsequently, the valve was recaptured and withdrawn from the patient's body. A pre-implant balloon aortic valvuloplasty (bav) was then completed and a new valve, delivery catheter system (dcs), and compression loading system (cls) were utilized to complete the procedure. No patient complications were reported as a result of this event. Additional information was received that good loading was performed and verified with fluoroscopy, however, there was insufficient aortic valve area for opening. The infold was detected on the first attempt at release. The valve was recaptured once to be removed from the patient and a more severe pre-implant balloon dilation was necessary. The patient remained stable throughout the procedure. Per the physician, contributing factors to the infold was marked calcification and fibrosis, requiring a more severe pre-dilation before implantation of the second valve, and the patient presented with an elliptical ring.

Manufacturer narrative:
Updated: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of a transcatheter aortic valve in a patient with severely calcified leaflets, an infold occurred during deployment. Subsequently, the valve was recaptured and withdrawn from the patient's body. A pre-implant balloon aortic valvuloplasty (bav) was then completed and a new valve, delivery catheter system (dcs), and compression loading system (cls) were utilized to complete the procedure. No patient complications were reported as a result of this event.

Manufacturer narrative:
Continuation of d10:  product ID d-evprop23-29 (lot: 0012873637); product type: 0195-heart valves;  select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: thirty- six images of the event reported were provided for review. There was no executive summary provided for anatomical considerations. There was a fluoroscopic valve load inspection provided and there appears to be a crown overlap touching the fourth node making this a misload. Overlap prior to node 4 is considered a good load; overlap at node 4 and beyond is considered a misload. As stated in the instructions for use (IFU), if a misload is detected, do not attempt to reload the bioprosthesis. The valve, catheter, loading system, loading tray, and saline must all be replaced with new sterile components. A misload was not documented and the valve was attempted to be implanted. The misload was not identified and on first deployment and an infold was visible. The valve was recaptured and redeployed a second time when the infold was identified by the team. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due to a misloaded valve, anatomical characteristics such as calcium, and recaptures. If an infold is identified, the valve should be recaptured, removed from the body, and new sterile components must be used. A new valve was prepared, and fluoroscopic load inspection was confirmed satisfactory. There was no evidence of the balloon dilation reported. The new valve was deployed with no complications. Updated: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.